Manufacturer narrative:
(B)(4).

Event description:
Received info the pt's device was explanted due to infection. The ins was replaced with a rechargeable device. At the time of this report no other info was available regarding this event. Add'l info has been requested and if received, a f/u report will be sent.